Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that during this procedure the stapler would not properly advance the staples, would not properly form the staples and the staples would improperly shoot out of the shaft on partial advance. There was no consequence to the pt.